Event description:
It was reported that , during surgery, tip of impactor broke when the surgeon insert the device in middle and return back.

Manufacturer narrative:
The associated bcs ii locking femoral implant impactor was returned and evaluated. Visual inspection of the product showed a fracture through the anterior cam bumper, which was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. The device was manufactured in 2015 and exhibits signs of significant wear/usage. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.